Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not mount to the rollstand properly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device will not mount to the roll stand properly. The remote service engineer (rse) provided the customer with the part number and price of the central processing unit (cpu) tray cover for repair. Investigation is ongoing.

Manufacturer narrative:
Per the good faith effort (gfe) response received on march 26, 2026, the biomedical equipment technician ultimately ordered and installed the replacement cpu tray cover, after which the issue was resolved. The device was returned service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.